Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing and the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the motor was the root cause, and the engine was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited 'error code 1870'. There was no patient harm/adverse event.